Event description:
It was reported that during a renal stenting treatment procedure, the stent dislodged. The customer stated that "the physician wanted to remove the stent in left renal artery. So he returned the stent back to this guiding catheter in the abdominal aorta." During withdrawal, the stent "dislodged with 0.35" guide wire. The physician used a snare to catch this stent." The procedure was successfully completed with another of the same type device. Current patient condition is reported as "no serious injury." Further information has been requested about this event.